Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances, deviations or potential non-conformances associated with the affected assay have been identified. There were no returns available from the customer site. Sensitivity testing was performed with in-house retained reagent kits of the architect anti-hbc ii assay lot 72256li00. Three replicates of a (B)(6) control were tested on each of the three instruments. All values obtained for the (B)(6) control met specifications and no (B)(6) results were generated. In addition, two commercially available seroconversion panels were also tested. All specifications were met. Based on these data it was shown that the sensitivity performance is not adversely affected. All generated data demonstrates that the performance of the architect anti-hbc ii reagent, list number 08l44-30, lot number 72256li00, is not compromised. The architect anti-hbc ii assay package insert contains information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. Correction: list number from 03m74-01 to 03m74-02.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08l44, that has a similar product distributed in the us, list number 06l22. (B)(4).

Event description:
The customer reports that on (B)(6) 2016 one male patient ((B)(6)), age (B)(6), generated the following architect assay results: hbsag qual ii= nonreactive, anti-hbs= nonreactive, anti-hbc ii= 1.41s/co (reactive), hbeag= nonreactive, anti-hbe= nonreactive and anti hbc igm= nonreactive. This same patient had bloodwork done in (B)(6) 2017 ((B)(6)) and generated the following results: anti-hbc ii= 1.02 and 1.05 s/co, reactive per the architect anti-hbc ii assay package insert but indeterminate by the customer's interpretation, as they use a 10% grayzone above and below the cut-off value of 1.00 s/co. This (B)(6) 2017 sample remained non-reactive for the other hepatitis markers as did the sample in (B)(6) 2016. The (B)(6) 2017 sample tested reactive with the roche methodology for anti-hbc at 0.091 (cut-off of 1.00). Controls have remained within specifications. On (B)(6) 2017, the customer called to report that this patient had generated nonreactive results of 0.91 and 0.97 s/co with the architect anti-hbc ii assay (per the assay package insert) on a recently collected sample (no date or sample identification provided) but reactive on the non-abbott platform. There is no impact to patient management reported.